Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739 - gas exchanger. Health effect - impact code: 2199 - no health consequences or impact. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the blood becomes dark in color and the po2 decreases from 415 mmhg to 182mmhg. Per facility, the perfusionist reports that during the mitral valve replacement procedure, the blood becomes dark in color and the po2 decreases from 415 mmhg to 182 mmhg. The biomedical engineer checks the oxygen levels in the blender and vaporizer and finds that they are within normal range, but the dark coloring in the blood and low oxygen indices are present. During the procedure, a satisfactory saturation is achieved, but when the devices are used at their limits (blender and vaporizer with fio2 at 100% and oxygen flow of 4.8 liters), the dark coloring and low indices persist. No known impact or consequences to patient. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 23 ,2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation finding: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. Based on the investigation result, since the actual sample and detailed information of this case were not available, the cause of the occurrence could not be clarified. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.